Event description:
The customer received questionable human chorionic gonadotropin, stat results for two patient samples. The initial result for both samples was 0.7 miu/ml and was reported outside of the laboratory. The results were questioned by the emergency room physicians and the samples were repeated. The repeat result for patient 1 was 16519 miu/ml and for patient 2 was 9596 miu/ml. The repeat testing was performed in micro cups placed on top of the tubes. The repeat results were believed to be correct. The patients were not adversely affected and both were discharged from the ER. The reagent lot number was 17927701 with an expiration date of 11/30/2015. The field service representative checked the analyzer performance. He could not find a cause and could not duplicate the error. Performance testing and precision testing passed. The customer ran qc which was all within acceptable range. All checks were within limits.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As calibration, qc, and analyzer performance testing was acceptable, a general regent or instrument issue was not suspected. It was noted the 13 mm sample transport tubes used for the initial testing of the samples is not recommended for use on the cobas e411 rack system and may have contributed to the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).